Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during fill 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The hp revealed that a supply bag fell off the table and disconnected. The tsr advised to report the alarm to peritoneal dialysis nurse the following morning. The hp to finish that night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up phone call by product surveillance to the nurse regarding the alarm, the nurse stated that she was aware of the bag falling off the table causing the alarm, and added that the issue was resolved, but she did not know the cause of the bag falling off the table. Per nurse, the hp did not report any loose connections, disconnections or defects on the supplies. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy without issues. The nurse did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Boston scientific received information that this patient had an increase in right atrial (ra) pacing thresholds measurements. Fluoroscopy indicated the ra lead had pulled back. The lead attempted to be extracted, but was fibrosed to the distal coil of the patient's right ventricular (rv) defibrillation lead. The rv lead had pulled back and was partially in the tricuspid valve. The ra and rv lead were successfully extracted. A new rv lead was successfully placed. The ra lead was implanted and during testing, it was noticed that the rv lead had an additional amount of slack in it. Fluoroscopy was turned on and the rv lead jumped forward and was at the edge of the cardiac silhouette. There was speculation that the lead may have perforated. It was reported that simultaneously the patient's blood pressure increased and the EKG rhythm changed. The helix was retracted and the lead was repositioned. The patient went into cardiac tamponade and a code was called. The patient subsequently had an impella pump and a balloon pump implanted. One day later, tachycardia therapy was turned off and the physician ordered a do not resuscitate (dnr). The patient later died and brady therapy was turned off post- mortem. The device planned to be buried with the patient.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag fell and became disconnected.